Event description:
It was reported that shaft break occurred. The patient presented with heart disease. The 90% stenosed target lesion was located in the moderately calcified left anterior descending artery. A 2.50 x 12 synergy drug-eluting stent was advanced for treatment. However, the proximal shaft broke while inserting the stent into hemo valve. The device was removed and the procedure was completed with another synergy stent. There were no patient complications nor injuries reported.